Event description:
"The tip came off 2 catheters while in the pt."

Manufacturer narrative:
Applied home office notified (B)(4) 2009 of incident. Further investigation is underway to obtain additional info on the incident. Product is anticipated to return for evaluation. A follow-up will be submitted until completion of evaluation.